Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Multiple MDR's were submitted for this event. Please see reports: 0001822565-2017-01396; 0002648920 -2017-00618. Concomitant medical products: 00801804001 femoral head lot# 61384354; 00620006420 shell porous lot#60830915; 00771101120 femoral stem lot#60757308; 00630506440 liner lot# 61315681. Report source- foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned to manufacturer.

Event description:
It was reported the patient was revised to address instability and dislocation. The surgeon noted a bursa with fluid consistent with dislocation. No further information has been made available at this time. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.